Manufacturer narrative:
(B)(4). Based on the additional information received and review by the company medical director it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Event description:
It was reported the surgeons saw a gap while stapling, during caesarean section closure. During a follow up visit, the incisions had not grown as expected. The midwife and surgeon described the staples did not get a good grip in the skin as they were supposed to. During follow up visit, that the lower edge has gone down (away) and the upper flapped over the lower.

Event description:
Additional information provided indicates that there was no deficiency at the time when the stapling was done. The clinic has realized that they probably made the mistake themselves and removed the staples too soon.

Manufacturer narrative:
(B)(4). Additional information: how long after the staples were placed was the gap found? Post-op check and to have the staples extracted at day 5. Then the gap is evident. The lower edge has gone down (away) and the upper flapped over the lower. Was there any issue with infection? No issues with infection has been reported adjacent to the issue with staples. What type of c-section? Vertical-horizontal vertical c-sections. How were the layers beneath the staple line closed? First the fascia is sutured and then the sub cutis if it is more than 2cm (almost always) and then the skin is stapled. How is the scar being addressed? They have used a silver nitrate pin for edge closure. Still there has not been a request for a revision on the scar.

Manufacturer narrative:
(B)(4).